Event description:
It was reported that the system 2800 produced uncontrolled fluoro while on patient. There was no adverse patient involvement reported. All reported patient information had been recorded above.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified through the review of error logs. Repeated tower generator interface errors were noted. The uncontrolled fluoro was determined to be caused by a defective footswitch and a defective tower generator interface circuit board. The footswitch and the circuit board was replaced. The system was tested and found to be working as intended and placed back into service.